Event description:
Rumi koh system utilized for attempted laparoscopic hysterectomy. Procedure converted to open. Cap of uterine manipulator was retained after removal of system. Found on (B)(6) 2011 when pt presented with vaginal discharge.